Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.21 from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the harmonic ace instrument broke apart. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) obtained additional information regarding the reported event. The instrument was reportedly inspected prior to use, and no issues were noted. There was no instrument collision at the time of the event. It was confirmed no fragments fell inside the patient during the procedure.